Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2005. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient had the mesh removed on (B)(6) 2009 due to pain and bladder mesh erosion.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, and overactive bladder. It was reported that patient underwent mesh revision on (B)(6) 2012 by dr. (B)(6) due to mesh erosion.

Manufacturer narrative:
Date sent to the FDA: 12/05/2016. It was reported that patient underwent mesh removal and hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2012 by doctor due to prolapse.